Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within one week of the implant procedure, the implantable cardiac monitor (icm) migrated and was "eroding through the patient skin". The icm was explanted and replaced. No further patient complications have been reported as a result of this event.